Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2008 the patient reported that prior to the call, he had changed his insulin infusion headset and he removed the cartridge from the chamber of his infusion device. He stated he just began using the infusion device today and called for assistance in reinserting the cartridge. He was assisted in inserting the cartridge into the device and was then instructed to prime the infusion set. The patient stated he noticed air bubbles in the cartridge and he was instructed to prime the infusion set with the device upright. The patient successfully primed out the air bubbles and reconnected to his infusion device. He stated he uses room temperature insulin to fill the cartridge. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be retuned for evaluation.